Manufacturer narrative:
The synchroseal instrument was not received for failure analysis investigations.

Event description:
It was reported that during a da vinci assisted radical cystectomy procedure, a synchroseal instrument was used to seal and cut tissue, but the instrument jaws would not open. The surgeon used another instrument to "tap" the synchroseal instrument and the jaws opened from the tissue. There was no reported injury to the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.